Manufacturer narrative:
Full patient identifier - case-(B)(6). The customer did not provide patient demographics such as age, date of birth, weight, gender, ethnicity or race. The access accutni reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A bci field service engineer (fse) was dispatched to assess instrument performance. The fse proactively replaced the precision/wash valve manifold and peristaltic pump tubing. However, there was no report that these parts were malfunctioning. In conclusion, a definitive cause for this event could not be identified with the information supplied.

Event description:
The customer contacted beckman coulter (bci) to report obtaining erroneously elevated troponin I (access accutni) results for one patient on the laboratory's access 2 portion of the unicel dxc600i synchron access clinical system serial number (B)(4). The customer reanalyzed the sample after re-centrifugation and obtained a significantly lower result within the normal reference range of the assay. There was a change in patient treatment reported as the patient was started on an undisclosed treatment due to the initial, elevated access accutni result obtained. There was no report of death associated with this event. System performance indicators such as qc and system check were performing within laboratory and instrument specifications at the time of the event. There was no report of issues with hardware or other assays. The patient's sample was collected in a lithium heparin tube with a gel separator which was then centrifuged for five (5) minutes at 5,100 rpm. There were no reports of issues with the sample or pre-analytical factors which would have contributed to this event. A bci field service engineer (fse) was dispatched to assess the instrument's performance.